Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and main body of a minicap extended life pd transfer set which resulted in a leak. The white twist portion of the transfer set broke and was not staying close on the transfer set. When the patient removed the mini cap, the fluid would freely leak. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. The patient was given antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet. A functional clear passage test was performed with no issues noted. Leak test and clamp function test revealed there was flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging. Use of any of these items on the device can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.